Manufacturer narrative:
(B)(6). Device expiration date: unknown. Device manufacture date: unknown. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a degraded stopper was found during use with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube. The following information was provided by the initial reporter, "the issue was that the rubber stopper was degraded and as a result blood leaked from the vial. I have no additional information to provide. To my knowledge this issue was identified in one vial, I can not speak to whether or not this has occurred in other areas of the hospital or if further action is required."

Event description:
It was reported that a degraded stopper was found during use with a bd vacutainer® k2 edta (k2e) 3.6mg blood collection tube. The following information was provided by the initial reporter. "The issue was that the rubber stopper was degraded and as a result blood leaked from the vial. I have no additional information to provide. To my knowledge this issue was identified in one vial, I can not speak to whether or not this has occurred in other areas of the hospital or if further action is required."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.